Event description:
Status post bilateral subpectoral inframammary "2nd to smallest" gel implants (unknown type/size/MFR-no records) for augmentation. For about 5 years the right has gotten firmer, pt feels it is larger. There is no pain but pt has struggled with right shoulder problems for several years but does not attribute this to implants. Has no history of trauma and has no systemic symptoms. Pt is otherwise healthy.